Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had difficulty while attempting to load multiple cartridges onto the pump. There was no reported impact to the customer's blood glucose levels. It was indicated that a non-tandem pump would be used for diabetes management.